Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only the connector portion of the lead was received in one piece. Final analysis found full breach insulation degradation at 4.5 cm from connector pin adjacent to connector boot.

Event description:
This report is to advise of an event observed during analysis.